Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient experienced pain due to scapular notching and humeral loosening at the bone to cement interface. Unknown cement was used. Surgeon revised glenosphere to lateralized and epi body to 145 degree, as well as revising cemented stem to press fit stem, and was happy with the resulting rom and stability. No other deficiencies were noted and there was no delay in the procedure. Implants are not available for return. Lot numbers were not legible and are not available. Doi: unknown. Dor: (B)(6) 2021; left shoulder.